Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was retained by the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented with nausea and vomiting with no visible infection, and that on (B)(6) 2016, the patient developed a visible and severe infection at the driveline exit site. It was reported that trauma to the driveline exit site was suspected. The patient¿s white blood cell count was elevated. The source was (B)(6). It was reported that the driveline infection tracked to the lvad pump pocket. Drainage was coming out of the bend relief of the driveline, and the pump pocket and sternum were reportedly infected. A surgical procedure was performed to explant the lvad, and implant an extracorporeal mechanical circulatory support device for left heart support. It was reported that the patient then suffered right heart failure and required mechanical circulatory support for the right heart. The patient¿s condition continued to worsen despite maximum support. The patient expired the evening of (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.